Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead trend showed small r waves on the right ventricular (rv) lead. A device check in clinic showed larger r waves. It was suggested to monitor the lead for variability in the r waves during various rhythms and intrinsic episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.